Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 592 mg/dl on his blood glucose meter followed by another reading of 138 mg/dl within a 10 minute time period. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.